Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, a small piece of plastic came off the blunt port and fell into the patient's cavity. The surgeon retrieved the component without difficulty. No patient injury reported.